Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for cosmetic damage. Customer¿s blood glucose was unknown. Customer reported there is a crack on the top of pump on battery chamber the lip ring has come off. Advise to discontinue use of the pump and revert to a back-up plan per healthcare provider's instruction. Advise the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was received with minor scratched lcd window, broken battery tube threads, cracked belt clip slot, stained address/serial number label and cracked reservoir tube lip.